Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer¿s blood glucose (bg) level was not impacted. The customer changed all of their pump supplies to resolve the occlusion alarm and resumed insulin delivery.